Manufacturer narrative:
The reported complaint of a cool line catheter (lot #162889) suspected to be leaking was confirmed during the functional testing. A leak was observed at middle of distal balloon during functional in/out lumen flushing test. The probable root cause of the reported complaint was due to a latent material defect. Visual inspection was performed, no physical damage was observed on the catheter. Noticed blood residues inside the catheter's balloons and luered tubings. All lumens were flushed without resistance. During in/out lumen flushing test, a leak was observed at middle of distal balloon. When observed the leak under the microscope, a circumferential tear in the balloon was observed at middle of distal balloon, thus confirming the reported catheter leak. Unable to perform the pressurized functional testing due to the condition in which the catheter was received. During manufacturing all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. It is unlikely that the defective catheter was shipped. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for a catheter with a lot number (B)(4).

Event description:
During ivtm therapy, it was noted that blood tinged was observed within the closed looped of the start-up kit (lot #167955). Cool line catheter (lot #162889) suspected to be leaking. The catheter and suk were replaced and treatment continued with the same console. Per hospital's physicians, the catheter insertion was smooth into the patient's subclavian vein. No power injection occurred, no rapid transfusion occurred through line and no other lines noted within the same vessel. Catheter dwell time was 2 days. Patient's status information was requested but the customer did not provide a response.